Manufacturer narrative:
A steris service technician arrived onsite following the reported event to inspect the hexavue custom room rack and found the unit to be operating properly. No issues were noted with the function and operation, and the reported event was unable to be duplicated. No repairs were required and the rack was returned to service. Based on the evaluation results, an exact cause of the reported event could not be determined; however, the event may have been attributed to the user facility personnel touching the power button on the side of the monitor. While onsite the technician counseled user facility personnel on the proper use and operation of the hexavue custom room rack, specifically on using the control panel and not touching the monitor during a procedure. No additional issues have been reported.

Event description:
The user facility reported that during a patient procedure the monitor to their hexavue custom room rack went blank. The procedure was completed successfully. No report of injury.